Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2010; 4024-58 implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited occasional oversensing of far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.